Event description:
This report is based on information provided by philips bench repair engineer and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that device operational check is performed on the equipment, and it does not pass the test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the charging buttons, paddles or equipment do not work. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device received at bench repair with a dent on the upper left corner of screen case and it is slightly un-loosened, cause was evaluated by checking the error logs. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective therapy pca (printed circuit assembly). The issue was resolved by replacement of defective therapy pca, along with front case assy and label set spanish are replaced, and the product is back in service. The complaint was escalated for a technical complaint investigation and the results indicated c123 in therapy pca is defective which caused the device malfunction. Based on the results of the analysis, the root cause of device malfunction is defective c123 in therapy pca. The reported problem is confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
This report is based on information provided by philips bench repair engineer and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that device operational check is performed on the equipment, and it does not pass the test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.